Event description:
Approximately thirty days post stenting procedure; an occlusion of small side branch was identified. The report received from the registry indicated that the main indication for the procedure was stable angina pectoris. The procedure included treatment of a lesion in the mid-left anterior descending artery (mlad), and the first diagonal branch (1st diag). The lesion length was 15mm with a 2.4 mm reference vessel diameter and timi iii. The lesion presented 92% stenosis. The de novo lesion was at a bifurcation requiring double guidewire and was classified as a type b2. The lesion was predilated then the 3x18mm cypher stent was deployed to 14 atmospheres (atm) followed by a 2.5x13mm cypher stent deployed at 12atms. Post dilation was not conducted, post procedure the lesion presented 0% stenosis and timi iii flow. The procedure was completed without any complication; there were no adverse events and the patient was discharged the following day. During the thirty-day follow up, the patient presented with angina pectoris. The patient was admitted to the hospital. There were no ECG or enzyme changes. A coronary angiography showed an occluded minor sidebranch to the diagonal branch. However, percutaneous coronary intervention was not possible; therefore, medical treatment was increased. The event was reported to be ongoing; however, with some improvement. During the six-month follow up, the patient presented with angina pectoris.

Manufacturer narrative:
The product is not available for evaluation, as it remains implanted. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. This is one of two products involved in the same patient and reported under manufacturing numbers: 9616099-2008-02419. Additional information will be submitted within 30 days upon receipt.